Event description:
Healthcare professional provided clarification of the event, reporting that after injection in the ¿melolabial/nanolabial folds¿ with juvéderm® ultra plus xc, the patient experienced induration at the right melolabial crease. Healthcare professional provided the patient an injection of hyaluronidase three days after initial injection and the ¿small nodule resolved¿. It is unspecified if the other symptoms that the patient displayed have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "unhappy with results," bumps, firmness, redness, puffiness/swelling, anxiety, lost sleep/insomnia, discomfort, "concern about health and appearance," "skin is atrocious," severe eye pain, eye irritation, pressure, inflammation, "face felt very hot," eye infection, "halo effects in right eye," overfill, increase in susceptibility to acne, bluish/purple hue, dark circles, discoloration, and looking "unbalanced" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. Precautions: ¿ as with all transcutaneous procedures, juvéderm® ultra plus injectable gel implantation carries a risk of infection. Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm® ultra plus injectable gel treated nlf¿s and 97% of zyplast® dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm® ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin tingling and peeling. No clinically meaningful differences in the safety profiles of juvéderm® ultra plus injectable gel and zyplast® dermal filler were found during the study. Post-market surveillance: post-market safety surveillance of juvéderm® injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Healthcare professional reported immediately after injection in the ¿melolabial/nanolabial folds¿ with one syringe of juvéderm® ultra plus, the patient was initially ¿very very unhappy with results¿ and experienced bumps, firmness, and redness. Patient stated to the healthcare professional that they ¿would like to pursue removal of the juvéderm® and get rid of the puffiness on my face.¿ patient stated that ¿this has been 3 very long months of anxiety, lost sleep, discomfort, and concern about my health and appearance.¿ patient also stated that ¿my skin is atrocious.¿ three days after initial injection, the patient was injected with ¿2-.25ml of hyaluronidase superficially¿ on the right side of their face. A day after, the patient experienced severe eye pain, pressure, inflammation, swelling, redness¿ and their ¿face felt very hot.¿ on the same day, the patient ¿went to ER after taking benadryl with no relief,¿ and was prescribed 30 mg of prednisone. Two days after, the patient was prescribed 30-60mg of prednisone and took the medication for three days. Four days after ending the medication, the patient was prescribed 10-60mg if prednisone (i.e. Tapering) and ibuprofen in which they took for about two weeks. Two days after the second prescription of prednisone was given, the patient experienced an eye infection initially in one eye, then both got infected. Patient stated that they also experienced ¿halo effects in right eye¿ and ¿saw np and eye doctors and useless dermatologist various times.¿ patient was prescribed antibiotic and steroid-based eye drops and ointment. The next month the patient started taking 180 mg allegra daily, 160 mg of bacterium at 2 a day for 30 days, 100mg tylenol 3x a day as needed, and steroid drops in right eye as needed. Patient¿s current symptoms include complaint of overfill, puffiness, an increase in susceptibility to acne, eye irritation in right eye, bluish/purple hue on both sides of face, anxiety and dark circles, insomnia, inflammation, discoloration, and stating they look unbalanced. Further follow up with the patient indicated the eye irritation is gone now. Patient has been consulting with different doctors across the nation to try get their symptoms resolved. Other symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results are registered as conforming to the specifications, especially the extrusion force value showing an expected consistency of the product. No deviation, complaint in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported immediately after injection in the ¿melolabial/nanolabial folds¿ with one syringe of juvéderm® ultra plus, the patient was initially ¿very very unhappy with results¿ and experienced bumps, firmness, and redness. Patient stated to the healthcare professional that they ¿would like to pursue removal of the juvéderm® and get rid of the puffiness on my face.¿ patient stated that ¿this has been 3 very long months of anxiety, lost sleep, discomfort, and concern about my health and appearance.¿ patient also stated that ¿my skin is atrocious.¿ three days after initial injection, the patient was injected with ¿2-.25ml of hyaluronidase superficially¿ on the right side of their face. A day after, the patient experienced severe eye pain, pressure, inflammation, swelling, redness¿ and their ¿face felt very hot.¿ on the same day, the patient ¿went to ER after taking benadryl with no relief,¿ and was prescribed 30 mg of prednisone. Two days after, the patient was prescribed 30-60mg of prednisone and took the medication for three days. Four days after ending the medication, the patient was prescribed 10-60mg if prednisone (i.e. Tapering) and ibuprofen in which they took for about two weeks. Two days after the second prescription of prednisone was given, the patient experienced an eye infection initially in one eye, then both got infected. Patient stated that they also experienced ¿halo effects in right eye¿ and ¿saw np and eye doctors and useless dermatologist various times.¿ patient was prescribed antibiotic and steroid-based eye drops and ointment. The next month the patient started taking 180 mg allegra daily, 160 mg of bacterium at 2 a day for 30 days, 100mg tylenol 3x a day as needed, and steroid drops in right eye as needed. Patient¿s current symptoms include complaint of overfill, puffiness, an increase in susceptibility to acne, eye irritation in right eye, bluish/purple hue on both sides of face, anxiety and dark circles, insomnia, inflammation, discoloration, and stating they look unbalanced. Further follow up with the patient indicated the eye irritation is gone now. Patient has been consulting with different doctors across the nation to try get their symptoms resolved. Other symptoms are ongoing. Healthcare professional provided clarification of the event, reporting that after injection in the ¿melolabial/nanolabial folds¿ with juvéderm® ultra plus xc, the patient experienced induration at the right melolabial crease. Healthcare professional provided the patient an injection of hyaluronidase three days after initial injection and the ¿small nodule resolved¿. It is unspecified if the other symptoms that the patient displayed have resolved.